Event description:
Child-prompt given by a device with an adult pad-pak inserted. It is unlikely that defibrillation energy will sufficient to deliver a shock of the same value required of an adult pad-pak.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault was attributed to failure of the reed switch which controls whether the device recognises presence of an adult or child patient pad-pak. The device was capable of delivering shock therapy during testing recording a reduced shock energy. A delivery of shock energy is dependent on impedance, it is possible that the reduced energy may lead to adverse consequences.

Manufacturer narrative:
Device return has been requested to conduct an investigation, the results of which shall be detailed in a supplemental report.

Event description:
Child-prompt given by a device with an adult pad-pak inserted. It is unlikely that defibrillation energy will sufficient to deliver a shock of the same value required of an adult pad-pak.